Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged the generation of discrepant sars-cov-2 results for one patient with 2 different collections using the cobas liat sars-cov-2 and influenza a/b test compared to the retest results. The customer tested the 2 sample collections from the alleged patient several time. The cobas liat test generated sars-cov-2 positive results with both sample collections. Testing at different labs that use competitor tests obtained sars-cov-2 results. The antibody test was positive and the antigen test generated a negative result. The samples were throat samples collected in 0.9% physiological saline. The products¿ method sheets indicates, this test is intended to be used for the detection of sars-cov-2, influenza a and influenza b rna in nasal and nasopharyngeal swab samples collected in a copan utm-rt system (utm-rt®) or bd¿ universal viral transport system (uvt) or thermo fisher¿ scientific remel¿ media,or 0.9% physiological saline solution. Testing of other sample or media types may lead to inaccurate result. The initial positive result was released. No harm was alleged. Investigation is ongoing.

Manufacturer narrative:
An investigation is ongoing. Supplemental reports will be filed upon completion of the investigation. (B)(4)

Manufacturer narrative:
An investigation on the reagent kit lot did not identify any product problem. Review of the run data identified two runs with an identical sample ID (run # (B)(6)) which both generated positive sars-cov-2 results. Both runs show no indication of abnormalities which would indicate a false result. Strong amplification is seen in both runs with robust CT values ~30. No abnormalities are observed which might indicate an assay or system issue. Although unknown, this appears to be a true positive result and difference in assay sensitivity would explain the testing discrepancies. Assays can differ in sensitivity and their ability to identify viral load. (B)(4).